Manufacturer narrative:
Product analysis: at the analysis, it was determined that the programmer failed the telemetry function and demonstrated autonomous cursor movement during the touchscreen debug procedure. An electromagnetic interference repair was performed to repair the screen issues with the activated finger-touch option. The finger-touch option was tested and worked correctly. Additionally, the programmer's hard drive health deteriorated, the printer was noisy, and the floppy drive stopped working during software load. It was also noted that the handle grommet was damaged, one hinge plate screw was missing, and both lower hinge cover bullets were missing. All found defective parts were replaced, and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software, and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's radiofrequency head (rf head) connection was unable to work. Troubleshooting steps were to use multiple rf heads; however, the issue persisted. The programmer was returned and subsequently tested out of specification during ma nufacturer's analysis. There was no patient involvement.